Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015 the reporter contacted animas alleging the patient's blood glucose on (B)(6) 2015 ranged from 66 mg/dl to 700 mg/dl with confusion, severe headache, cognitive impairment and dizziness. It was reported the patient was treated by emergency medical services and was hospitalized, receiving treatment of glucose tablets and gel, intravenous (IV) glucose, IV fluids, and a glucagon injection. It was alleged that the pump delivered 20-30 units of insulin without user intervention. No other information or troubleshooting was able to be completed. It was reported that the patient suffered from anxiety and had a later blood glucose reading of 30 mg/dl that was attributed to an overdose of lantus (insulin glargine) medication. This complaint is being reported because the reported health event was attributed to an alleged device malfunction of unknown cause.

Manufacturer narrative:
The complaint could not be duplicated or confirmed with investigation. Review of the pump¿s black box revealed related no related alarms or issues. The total daily dose history was appropriate for the user programmed basal rate. The pump successfully completed a prime sequence, bolus deliveries, and 24-hour exercise test without issue or alarm. The pump passed a delivery accuracy test. Unrelated to the complaint, two battery compartment cracks were observed. Investigation revealed the display screen was dim. (B)(4).